Event description:
It was reported that the collinear repositioning clamp sliding mechanism jammed up. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The investigation showed that the holding mechanism of the hohmann shape arm is worn and the connection to the instrument is therefore jammed (plastic covers are also missing on both sides). Through the use of oil, the connection could be loosened. However, the corrosion has damaged both articles, meaning that they can no longer be used accordingly. The recognizable surface damage suggests that this may have been used in a tilted position. This misuse, in connection with the intentionally narrow choice of tolerance, leads to this functional failure. The verification of the manufacturing and item documents, and a detailed dimensional control, shows no defects or deviations. No product fault could be established. This complaint is indeterminate.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The investigation showed that the holding mechanism of the hohmann shape arm is worn and the connection to the instrument is therefore jammed (plastic covers are also missing on both sides). Through the use of oil, the connection could be loosened. However, the corrosion has damaged both articles, meaning that they can no longer be used accordingly. The recognizable surface damage suggests that this may have been used in a tilted position. This misuse, in connection with the intentionally narrow choice of tolerance, leads to this functional failure. The verification of the manufacturing and item documents, and a detailed dimensional control, shows no defects or deviations. No product fault could be established. This complaint is indeterminate.